Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the found force sensor was not working properly and the plunger driver arm seemed out of line. There was no report of patient involvement.

Manufacturer narrative:
D9 - date returned to mfg 8/5/2025. Corrected: a1, a2, a4 a5 a6 and b2 and health effect - impact code. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. The right plunger case was replaced. The pump is calibrated and greased and reset to standard configuration. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.